Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer woke up and noticed the insulin pump was completely off. Customer stated no alarms alert them that pump was shutting off. The pump also had a failed battery test. The customer's blood glucose was unknown. Customer was advised the pump will be replaced and revert to back up plan.